Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the positive pressure release valve malfunctioned resulting in overpressure of the reservoir, pushing prime fluid up the venous line. The product was changed out, there was no blood loss, and surgery was completed successfully. The event caused a short delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device; however, further investigation will be performed. Terumo intends to submit a follow-up report when more info becomes available. (B)(4).